Event description:
Pain in left knee, swelling in left knee, left knee effusion, left knee hot to the touch, rash on legs/arms, "could hardly walk", cramps in left leg, fever, sweating, unable to sleep, tendernes (knee). Info was received in 2004 from a pt, with a history of knee pain, osteoarthritis, "football type injury" to left knee (1983), multiple re-injuries to left knee and left leg, attention deficit disorder, mania, high cholesterol, bladder condition, "mini-stroke" (1995), hysterectomy (1999), reflux and latex allergy who experienced pain and swelling in the left knee, "could hardly walk", and rash on the legs/arms. They began treatment with synvisc on 11/15/2004. The pt received the first synvisc injection in 2004 to the left knee. Fluid was not withdrawn from the knee prior to the injection. The following day, the day following the injection, they experienced pain and swelling in the left knee. 3 days later, the pain and swelling progressed and they "could hardly walk." They went to the dr and "11 teaspoonfuls" of fluid were withdrawn from the knee (no infection.) 3 days following, they went to the dr for the second synvisc injection and discovered a rash on the legs/arms. Also, the left knee was still a little swollen but the pain was better. The dr postponed the second synvisc injection. At the time of this report, the pt's outcome was unk. Additional info was received the following month from the pt. They had not received the second synvisc injection because they continued to experience swelling and pain in the left knee. During 14 days, the knee was drained for the second time by an emergency room physician. The fluid was tested and no infection was found. The ER physician also injected a "cortisone" shot in the left knee, but it did not relieve the events. The pt stated the primary care physician and the orthopedic physician both refused to see them when they contacted them, so they went to the ER. The left knee was drained for the third time since receiving the first synvisc injection. They had been waking up with severe leg cramps in the left leg. They took calcium and potassium supplements but the cramps continued. They also experienced a fever as high as 106 degree f, had been sweating all night, and had been unable to sleep at night, and the left knee was hot to the touch. The pt stated the ER physician indicated the events (unspecified) were from a latex allergy. At the time of this report, the pt's outcome was unk. Additional info was received 8 days later from a nurse in the physician's office. The office confirmed the pt had a medical history of "latex allergy." The pt received only one injection one month ago in the left knee. 4 days later, they experienced swelling and tenderness; 55 ml of cloudy yellow fluid was aspirated and sent for analysis. The synovial analysis showed many wbc and no crystals. Gram stain was negative for organisms. 3 days later the pt was seen by the physician, the knee had "calmed down." The pt was scheduled to see the physician the following month but they did not show up. The nurse stated the pt had psychiatric problems and is difficult to deal with at times (screams at the physician and staff), makes frequent appointments and does not show up for them. The physician's office had not received copies of the hosp records of the pt's ER visits and did not know which hosp ER the pt went to. The pt called the physician's office and stated they were seeking a second opinion because they thought they needed knee surgery. At the time of this report, the physician did not believe they were a candidate for knee replacement. Additional info was received 14 days later from a nurse at the physician's office. The nurse stated their office "only uses latex free gloves." The pt did not come into contact with latex gloves during the administration of synvisc injections. MFR's comments: synovial fluid or effusion should be removed before each injection of synvisc. The packaging of this product contains dry natural rubber latex. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.